Manufacturer narrative:
The reported event could be confirmed related to the determination that the switch for the ratcheting and rigid function on the handle came out and the small screw that attaches the switch to the handle was broken. The visual investigation revealed that the screwdriver handle was returned with detached switch and its fixing screw which has been broken off. It was determined that the recess for the switch movement was additionally unauthorised equipped with a foreign plastic part and the additionally returned screw does not fit to the screwdriver ratcheting component system. Moreover, the slot of the fixing screw of the switch was damaged and its welding point for screw locking was destroyed by the customer during unauthorised forcibly disassembling. Thereby the fixing screw has been broken off. The broken off part of the fixing screw stuck in the fixation hole of the switch and the area around show rust and pitting corrosion resulting from insufficient cleaning/drying and/or maintenance. Even more, the ratcheting base has been unauthorised assembled with a rod by the customer that does not fit to the screwdriver ratcheting component system. Thereby the original equipped spring system which activate the ratcheting mechanism in clockwise and counter clockwise direction was unauthorised removed and is missing. Based on investigation the root cause that the ratcheting mechanism did not work was attributed to an unauthorised forcibly disassembling and manipulation of the ratcheting mechanism by the customer. Thereby foreign components were assembled to the inner ratcheting mechanism and the original equipped spring system which activates the ratcheting mechanism in clockwise and counter clockwise direction was unauthorised removed. Furthermore, the breakage of the fixing screw of the switch was caused by an insufficient cleaning/drying and/or maintenance. Because of the insufficient cleaning/drying and/or maintenance rust and pitting corrosion occurred around the switch fixation area which led to the breakage of the switch fixing screw and the detachment of the switch itself. Indications for any material or manufacturing related issues could not be found in the investigation. Therefore no corrective and preventive action was deemed necessary at this time.

Event description:
It was reported that during a surgery a disassembly of the switch mechanism had occured. No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a surgery a disassembly of the switch mechanism had occured. No patient involvement, no medical intervention and no adverse consequences were reported with this event.